Manufacturer narrative:
During the on site investigation, the service tech found no evidence of system error. The root cause could not be determined, as the system was found to be operating within specification. (B)(4).

Event description:
Customer reported one patient with an overcorrection in the right eye following refractive surgery. No additional information was provided.